Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying 6.2mmol/l and they started shivering and feeling faint. They performed a finger stick reading and the bg meter displayed 3.4mmol/l. The patient drank juice to bring their glucose levels back to normal range. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.